Manufacturer narrative:
The event occurred in (B) (6): will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 1) 289 mg/dl, 94 mg/dl, 216 mg/dl 2) 179 mg/dl, 95 mg/dl, 211 mg/dl the 2nd set of values were found in customer's meter memory; it is not known when the 1st set of values was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.